Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a social media complaint via facebook with the following information. A customer reported receiving a high reading of 392 mg/dl on the adc freestyle libre sensor as compared to a reading of 38 mg/dl obtained from a competitor meter. The customer was taken to the emergency where she received unspecified medical treatment. No treatment details were provided. There was no report of death or permanent injury associated with this event.